Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two hemopro 2 cautery device stopped working in separate cases. The cord was switched, but still did not work. A replacement hemopro unit was used to complete the procedure. The hospital did not report any pt effects. The products are not returning as they were discarded. Refer to MFR report #s: 2242352-2011-01824, 01825.